Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No ramping numbers and scroll bar not moving on its own noted during testing. No battery out limit alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 201 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.